Event description:
A third party svc ctr received info alleging a ventilator was alarming. There was no pt harm or injury reported.

Manufacturer narrative:
During the eval of the device at a third party svc ctr, failures related to the device's sensor board and active exhalation control module were observed. The device's sensor pca board and active exhalation module was replaced to address the issue.